Manufacturer narrative:
Insulin pump had missing segments due to cracked and bleeding lcd glass, minor scratches on display window and cracked case display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports purple spots on insulin pump and only able to view one quarter of lcd display. Customer states insulin pump may have been bumped while playing football. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.